Event description:
It was reported by the patient that during a lead revision procedure (report 3006630150-2020-00750) that the physician nicked the vein, which caused a blood clot and internal bleeding. After the lead revision occurred, the patient was doing fine post operatively and while she was in recovery the blood clot was noted and she was brought back into surgery and the blood clot was removed. The patient is doing fine.